Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation confirmed that fluid intrusion occurred. The fluid caused a short on the vbatt which allowed the printed circuit board to overheat. Further engineering investigation found that the fluid was able to enter the battery module due to a lack of sealant at the top of the battery module case. The device will be retired form service.

Event description:
It was reported that a wireless module battery had suffered fluid intrusion and melted. The customer stated that there was no pt injury.